Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 4.6, lab: 3.0; date: (B)(6) 2011, inratio: 4.1. Venous draw done and sent to the lab from the physician's office within 30 minutes.